Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead revision procedure due to inadequate therapy. The physician explanted the existing lead and implanted a new lead in a different location. The procedure was completed successfully and the patient was doing well post-operatively. The explanted lead will not be returned as it was retained by the medical facility.